Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, it was observed that there was a little bit of a delay of 5 minutes in asserting the low glucose alert (possibly due to lag that is inherent with the cgm system). The user reported a fingerstick measurement of 52 mg/dl at 6:06 pm cet and at 6:11 pm cet, the low glucose alert was asserted by the system. There was no malfunction of the system as the sensor glucose was dropping around the time of the event and the low glucose alert was asserted with the following sensor reading.

Event description:
Senseonics was made aware of an incident where patient reported a hypoglycemia event because of sensor inaccuracies. Blood glucose value was 50 mg/dl where as sensor glucose (sg) was 110 mg/dl. User did not receive any low glucose alert during the time of incident.